Event description:
The customer reported that while installing her olympus evis exera iii bronchovideoscope the insertion tube had an unspecified defect present. This event had no patient involvement. During the device evaluation, it was discovered that insertion tube coating was peeling off the device. This report is being submitted to capture the peeling coating material confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The insertion tube was peeling. Additionally, during the leak test, the insertion tube was also leaking, and had been deformed near the control body. The biopsy port was found damaged, the adhesive was peeling, and the insulation ohm value was 1.5 megaohms. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the coating on the insertion tube was peeled off due to physical stress. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.